Manufacturer narrative:
This report is being submitted as follow up no. 2 and to provide the completed investigation results. One 6fr angio-seal sts plus was returned for evaluation. The hemostasis sheath was received with a partially mated arteriotomy locator. Visual inspection revealed that the hemostasis sheath was partially mated with the locator. There were no anomalies found along the sheath and locator. Microscopic analysis revealed that the blood inlet holes were not aligned. Functional testing was performed and the arteriotomy locator and sheath were unmated, and then the locator was fully inserted into the hemostasis sheath and the blood inlet holes aligned as intended. Upon reinserting the locator, a tactile and audible click was felt and heard respectively. The tip of the arteriotomy locator and hemostasis sheath was inspected and no visual anomalies were noted. The outer diameter of the hemostasis sheath was measured and found to be 0.1159" and the outer diameter of the locator was found to be 0.0904". All measurements were within manufacturer specifications. There is no evidence that this event was related to a device defect or malfunction. Based off the investigation results, it is likely improper mating may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they were unable to insert the angio-seal device assembly. The locator/insertion sheath assembly was attempted to be inserted into the artery. However, due to resistance, the assembly was not inserted. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. There was no health damage to the patient. There were no other devices or equipment use with the reported product. Blood loss was less than 250cc.